Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new ra lead with the same model was implanted successfully. This lead was retained by customer and will not be returned. No additional adverse patient effects were reported.